Event description:
It was reported an angio-seal was deployed. Hemostasis was not achieved, a hematoma developed, and manual compression was applied to stop the oozing. The bleeding was not controlled by the technologists, so the physician intervened and was able to control the bleeding with manual compression. The patient developed a 15 cm x 15 cm abdominal wall hematoma. The patient became hypotensive and required 3 units of blood transfused. Later after an extended hospitalization, the patient was discharged. The patient's condition was reported as good.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.